Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the 8mm force bipolar instrument's tips were not grasping the tissue appropriately. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product for failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tang, which caused the customer-reported issue. The components adjacent to the bent grip tang did not show damage. The grips did not show any cracking. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, potentially resulting from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.